Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ldl_c ldl-cholesterol plus 2nd generation results from three patient samples tested on the cobas 6000 c501 module. On (B)(6) 2024: sample 1 the initial result was 126.09 u/l. The repeat result was 32.56 u/l. Sample 2 the initial result was 136.46 u/l. The repeat result was 52.02 u/l. On (B)(6) 2024: sample 3 the initial result was 205.89 u/l. The repeat result was 45.53 u/l.

Manufacturer narrative:
The reagent lot number is 75128801 with an expiration date of 30-sep-2024. On the field service engineer's (fse) initial service visit, he inspected the module and adjusted the positions of the reagent and sample probes, regulated the washing station filling levels, decontaminated the needle washing wells, and verified that the gear pump pressure was 300 kpa. The qc was stable and comparison tests were performed with acceptable results. Osmosis maintenance was performed by the water treatment company. On the fse's follow-up visit, he replaced the reagent and sample probes, performed adjustments in all of the mechanisms, changed the washing station pipes, filled the level and pump pressure settings, eliminated the leaks in sodium hydroxide (naoh) dosing, changed the gear pump head, corrected the input voltages to the equipment and the configuration of transformers and configured the communication cards due to connection problems. He also corrected the no-break failure. He checked the module's sampling line and performed a mechanism check with successful results. The module's performance was verified by qc with successful results; lipase assays were performed with no issues. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The investigation is ongoing.